Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative noted that the x-ray batteries were not holding a charge properly. The representative reported that they replaced the x-ray batteries on (B)(6) 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect batteries have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the x-ray batteries on the imaging system were depleted. No additional information was provided. There was no patient present when this issue was identified.